Manufacturer narrative:
Eval summary - add'l info was received on (B)(6) 2011 in the form of qa results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. The review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.

Event description:
Pseudogout of right knee [chondrocalcinosis pyrophosphate] joint fluid retension [joint effusion]. Case description: spontaneous report was received on (B)(6) 2011 from a health care professional regarding a (B)(6) female pt, initials (B)(6). The pt's medical history is significant for gonarthrosis. On (B)(6) 2011, the pt received the first synvisc injection into her knee. On (B)(6) 2011, the pt received the third injection. That evening, the pt experienced significant pain, swelling and effusion of the knee. The hcp reported that the pt visited the clinic on (B)(6) 2011 and her symptoms were ongoing. The hcp reported that as of (B)(6) 2011, the outcome of the pt was unk. Relevant concomitant medications reported include: loxoprofen sodium 50 mg qd, ongoing treatment for gonarthrosis. The hcp assessed the events as non-serious and definitely related to synvisc. The product lot number was not reported. At the time of this report, the outcome of the pt was unk. Add'l info was received on (B)(6) 2011 from the hcp. The hcp updated the pt info to include that her initials were (B)(6), not (B)(6), as was previously reported, and that her date of birth was (B)(6) 1945. The hcp updated his report to say that the pt received the first synvisc injection in the right knee on (B)(6) 2011. On (B)(6) 2011, the pt received the second synvisc injection. On the morning of (B)(6) 2011, the pt received the third injection of synvisc. The hcp reported that on the evening of (B)(6) 2011, the pt developed pain and swelling in her right knee. On (B)(6) 2011, the pt visited the clinic presenting with significant knee swelling and effusion. The hcp diagnosed the pt with pseudogout of the right knee accompanied by the joint fluid retention. The hcp reported that 70cc of "yellow opacity fluid" was aspired ((B)(6) 2011). The hcp reported that on (B)(6) 2011, the pt received the following injections as treatment for her symptoms. Methylprednisolone acetate 20 mg; sodium hyaluronate. The hcp also prescribed the following medications: prednisolone 15 mg for 3 days; diclofenac sodium 3 tabs for 14 days. Relevant lab data collected on (B)(6) 2011 was significant for the following: bacterial culture test: negative; rbc: 440x10^4/mm3; wbc: 7700/mm3; serum k: 2.9 meq; bun: 23.8 mg/dl. The hcp reported that no antibiotics were administered and that the events resolved with only a steroid injection into the knee joint and oral corrective medications. The hcp considered the events were not due to injection, but rather to a pseudogout attack. The hcp assessed the events as non-serious and probably related to synvisc. Relevant concomitant medications reported include the following two treatments for gonarthrosis: loxoprofen sodium tape 50 mg qd, (B)(6) 2011; loxoprofen sodium gel, (B)(6) 2011. The hcp reported that the events were resolved as on (B)(6) 2011. The product lot number was not reported. At the time of this report, the outcome of the pt was recovered.